Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was selected for use. However, during unpacking of the device, it was noticed at the middle of the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the maverick 2 balloon catheter. The shafts, tip, stent, and balloon were microscopically and visually examined. There was contract in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded. Inspection of the device revealed that there were numerous kinks throughout the hypotube and the hypotube was separated 64.5cm distal of the strain relief. The ends of the separation were ovaled, indicating that the hypotube was kinked prior to separation.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was selected for use. However, during unpacking of the device, it was noticed at the middle of the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.